Event description:
A physician reported that cutter was bent before cataract and vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was incorrect (161a8d) initially, however it was updated to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, the lot number was incorrect (161a8d) initially, however it was updated to unknown.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener. The probe was disassembled to assess for wear. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that the probe needle was bent. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery; although, the event was reported to have occurred before surgery, the nominal wear indicates the probe has been used. An exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).